Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, error code b30 is intermitting due to a faulty printed circuit board. Additionally, an error code e216 was noted, dust inside the unit, a corroded wire, the white light lens was foggy, and the tank socket was rusty; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code b30 occurred due to a faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. However, a field service engineer was on site and repaired the device. The fse turned on the tower and found a b30 and e216(scope communication error). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for a gastroscopy procedure, a b30(scope communication error) occurred on the evis exera iii xenon light source. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.